Manufacturer narrative:
(B)(4).

Event description:
Customer reported the beckman coulter dxh 800 gave erroneously low plt counts without instrument generated messages on five patient samples when compared to the manual estimates. Erroneous results were reported out. Corrected reports were later issued. There was no death, injury or change to patient treatment associated with this incident. Service was not dispatched for this event. There was no report in service history of any issues associated with the plt parameter. Erroneous low plts occurred for a period of time, but there doesn't seem to be an issue with the platelets at time of complaint submission. Raw data analysis found: no significant abnormality was found on plt raw count and histogram information. For all five samples provided, the plt histograms dropped near or to the baseline, at about 25 fl. There was no significant loss of large / giant platelets. In conclusion, no instrument or algorithm malfunction was found. The root cause for the claimed lower recovery of plt is unknown. The root cause for the erroneously low plt counts is unknown.